Manufacturer narrative:
(B)(4). Date sent: 06/10/2021. H6: health effect ¿ clinical code = gastrointestinal system (e10). Additional information was requested, and the following was received: was any medical or surgical intervention provided to the patient post-operatively? No, but a temporary artificial anus was placed, which will be moved back after the anastomosis has healed.

Manufacturer narrative:
(B)(4). Date sent: 06/29/2021. Additional information was requested, and the following was received: no further additional information available.

Manufacturer narrative:
(B)(4).date of event: only event year known: 2021. Batch #: unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was any medical or surgical intervention provided to the patient post-operatively? If yes, please explain.

Event description:
It was reported that during a sigmoid resection, staples not formed properly. (Anastomosis, colorectal surgery ¿ lap sigmoid resection). Tightness and blood flow top, nevertheless radiologically non-detectable ¿insuffizienzz¿ after 4 days, only detectable in recto-scopey between 2 clamps. No further information available.